Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. A f/u MDR will be filed following evaluation by the post market clinical dept and manufacturing plant.

Event description:
A peritoneal dialysis (pd) patient reported that her cycler alarmed for a drain complication during drain 0. While talking to technical support she reported that her effluent was discolored and possibly had fibrin. She also felt that she was experiencing an infection. She was advised to discontinue treatment and contact her pd nurse. During f/u, the patient's pd nurse reported the patient had peritonitis that caused the drain complication. She visited the clinic on (B)(6) 2015 and was diagnosed with peritonitis and began treatment with broad spectrum antibiotics. Her culture came back positive for gram positive enterococcus. The cause was attributed to sever constipation allowing the pathogen to cross from her bowel into her peritoneum. After an effluent culture she was switched to vancomycin that she administered at home by performing manual pd treatment. She was not hospitalized and has since recovered without complication and continues on her cycler based dialysis. She is now being treated with a regular laxative to reduce the constipation. Medical records have been requested.